Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. The failure analysis investigations confirmed the customer reported complaint of "broken". The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.90" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log (attached) for tip-up fenestrated grasper was (part 470347-12/k11220117 0285) associated with this event has been performed. Per logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 on system (B)(4), with 3 lives remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tip-up fenestrated grasper is broken and there was no report of patient involvement or reported injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.